Event description:
It was reported error code 13-1064-1227 alarmed on the device. There was no reported patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the device history record for (B)(6) was performed from date of manufacture 08/29/2012 to the present date 10/24/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported error code 13-1064-1227 alarmed on the device. There was no reported patient involvement.